Event description:
Customer reported receiving a glucose result of 6.3 mmol/l on their freestyle flash blood glucose monitor compared to a glucose result of 1.3 mmol/l obtained on an unknown brand of meter. The customer then reported feeling symptoms of low blood glucose, and then reported losing consciousness. The customer's wife administered orange juice and honey in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.